Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer complaint of "broken" it found a broken battery contact and the analyzer was being sent on for repair. (B)(4).

Event description:
It was reported that the word "broken" was written on the software analyzer's box. The analyzer was returned for service. No patient complications have been reported as a result of this event.